Event description:
Additional information: based on the information from the hospital personnel on (B)(6) 2015, the patient was cleared on the question of malposition and no actions were taken. It was also reported that the patient was asymptomatic and is a destination therapy vad.

Manufacturer narrative:
Additional information: the report of low flow hazard alarms was confirmed based on the evaluation of the submitted log file; however, a correlation between pump and the reported gastrointestinal (gi) bleeding and low flow could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. The instructions for use lists bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was receiving multiple low flow hazard alarms. The system controller was exchanged without resolution of the low flow alarms and the patient was placed back on the original system controller. It was also reported that the patient had experienced chronic gi bleeding events from multiple sites found via endoscopy since pump implant and while taking coumadin. It was determined that the low flow alarms were likely related to the patient's volume status resulting from the gi bleeding. The patient has no symptoms and will be going home when the gi bleed has stopped as well as when the patient is stable. No additional information was provided.

Manufacturer narrative:
Pt weight: the patient's weight was not available. Approximate age of device - 78 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.